Event description:
The physician was advancing an ocelot pixl catheter down the sfa (superficial femoral artery). The device interacted with some calcium and was deflected into the subintimal space and adventitia. The catheter kept deflecting into adventitia & going around what was noted to be a rock of calcium. The catheter was placed deep in adventitia & the tip got stuck. A couple of forceful attempts were made to retrieve the catheter. The physician then advanced the sheath (7f, 65cm) down through the sfa attempting to advance the sheath beyond catheter tip in order to retrieve the catheter and the sheath as a unit. This was unsuccessful. One more attempt was made to retrieve the catheter & catheter was finally successfully retrieved. The entire catheter was retrieved and it was noted to have a fractured tip, but the catheter was still intact with no missing elements. Final angiogram revealed extravasation, which was self-healing. A bare metal stent was placed at the distal cap area, where the rock of calcium was present. There was no other adverse sequelae to the patient, and no further intervention was required.